Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported stroke could not be conclusively determined through this evaluation bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 5 years and 3 months (calculated from the date of implant to estimated date of event). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. It was reported that on an unspecified date in 2016 the patient had an intracerebral hemorrhage (ich). The patient was taken off coumadin at the time of the event. The patient would not be a candidate for a pump exchange at any time due to age and deficits following ich event and is being followed on an outpatient basis. Additional information was requested, but was not provided.